Event description:
During surgery on ureter, as md was removing ureteral scope from ureter, scope met resistance. As med gently wiggled scope, ureteral mucosa tore. Smallest size scope was being used, so proper size and use of scope. Scope was secured and sent to MFR for examination and review. MFR found no issue with the scope. Second md states sometimes a piece of a stone may get caught between wall of ureter and scope, causing a tear and this is a known potential complication of this procedure. Post op, ureter not attached to bladder, so pt required placement of nephrostomy tube for that kidney and md states pt will require a second procedure in 2 weeks from first to reattach the ureter to the bladder.